Event description:
The physician reported a drug reservoir volume discrepancy during a routine refill visit. The expected volume was 2.5ml, but 19ml was aspirated. The patient reported lack of pain relief. The drug being used in the pump is dilaudid. It was reported that the pump was not primed at implant.

Manufacturer narrative:
The pump remains implanted in the patient. Internal complaint number: complaint-(B)(4).